Event description:
It was reported the gastrointestinal videoscope was accidentally reprocessed with formalin instead of alcohol. The formalin has gone through the scope and used on patients. There were no reports of patient harm, injury, or infection.

Manufacturer narrative:
The device evaluation is ongoing. The customer requested help with the error and was assisted with boxes for repair so that all scopes could be sent in for repair following reprocessing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Information added to h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was a difference in recognition of item handling or reprocessing steps between olympus' recommendation and the user. The instruction for use (IFU) warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.